Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03309, 2134265-2018-03377, 2134265-2018-03310. It was reported that burr became stuck on the guidewire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Two rotawire¿, a 1.25mm rotalink¿ plus and a 1.50mm rotalink¿ plus were selected for use. During procedure, the 1.25mm burr was tried to remove from the patient's body. However, the 1.25mm burr became stuck on the rotawire and the burr and rotawire were pulled out as a unit. A 1.50mmburr and a new rotawire was then used for ablation, however the 1.50mm burr was again stuck on the new rotawire. The 1.50mm burr and rotawire were again pulled out as a whole unit from the patient's body. The procedure was completed with another of the same device. No patient's complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned inside a rotablator, with a section of 175cm was out of the rotablator, however, it was possible to release. The guidewire shows some kinks along the body (located approximatey at 4cm, 17cm, 50cm and 156.2cm from the proximal end); the distal tip was also kinked. Dimensional inspection of the overall length, outer diameter (od) of distal tip, middle of the device and proximal section were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03309; 2134265-2018-03377; 2134265-2018-03310. It was reported that burr became stuck on the guidewire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Two rotawire¿, a 1.25mm rotalink¿ plus and a 1.50mm rotalink¿ plus were selected for use. During procedure, the 1.25mm burr was tried to remove from the patient's body. However, the 1.25mm burr became stuck on the rotawire and the burr and rotawire were pulled out as a unit. A 1.50mmburr and a new rotawire was then used for ablation, however the 1.50mm burr was again stuck on the new rotawire. The 1.50mm burr and rotawire were again pulled out as a whole unit from the patient's body. The procedure was completed with another of the same device. No patient's complications reported and patient's status was stable.